Event description:
When the device was used during a transverse colectomy, it fired an incomplete staple line. A reload was inserted into the same instrument and fired again. The case was completed without pt consequence.